Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Brand new out of box failure. The chair came in, no damage to the box, but the frame was tweaked and will not sit level. No patient involvement.